Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that an error code e213 message was displayed due to the possibility of image loss. The power does not turn on due to a power unit failure. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a power supply unit failure led to the malfunction resulting in the power does not turn on. Olympus will continue to monitor field performance for this device.